Event description:
N/a

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. The shock cushion and ¼ inch pin were worn. Adjustment wrench had worn threads. The handle was out of adjustment allowing it to move in the locked position. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00065. A customer reported that mayfield ultra base unit (a2101) moves in locked positions. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.